Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was extremely low on the baclofen and was experiencing symptoms. The patient experienced underdose and withdrawal. The patient was admitted to the hospital. The patient was due for a refill on (B)(6) 2015. When asked if the pump was alarming the reporter stated they could never hear the alarm and cannot hear it. The patient¿s symptoms started (B)(6) 2015, the patient¿s body was in pain from their back and their legs are going into spasms. The patient was crying and can¿t move. The patient wanted the reporter to push the patient¿s legs up due to a pressure in the spine where the catheter is attached. When the reporter held the patient¿s legs they are shaking and felt the pressure. The reporter had to push the legs again so the feet are flat on the bed. The patient¿s primary care physician had just prescribed oral baclofen but they hadn¿t gotten it yet. The patient was currently in a convalescent hospital. The patient was still seeking another hcp. The patient did have an upcoming appointment at a facility on (B)(6) 2015 but they wanted a ¿whole history book¿ on the patient and per the reporter they don¿t have the booklet and don¿t know how to fill it out. On (B)(6) 2015 it was further reported that telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The low reservoir alarm was (B)(6) 2015 and the empty reservoir was (B)(6) 2015. The patient had been turned away due to insurance issues and presented to the ER (emergency room) last night, (B)(6) 2015. The patient¿s family was worried because the patient started to go down the ¿withdrawal pathway¿. They did find a new hcp to refill the pump today (B)(6) 2015 with lioresal. The hcp was going to decrease the dose after the refill to 125mcg/day as they were unsure if the patient was considered baclofen naïve or not and would titrate up accordingly.

Event description:
It was reported the patient was supposed to get a refill on the date of this report however the health care provider (hcp) wouldn¿t see him because he owed a bunch of money to them. The device system currently delivered baclofen. No further information was provided. Additional information has been requested regarding if there were any patient symptoms, what troubleshooting and/or interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported the patient was no longer being seen at their previous health care provider (hcp)¿s office because the patient couldn't pay for their medication any longer and the office didn¿t accept medicare. It was also reported their previous hcp was moving away from filling pumps all together. No further information was available on who the patient was now seeing. It was also lastly noted that the hcp didn¿t see any requests for medical records in the patient¿s chart.